Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that there was air bubble in the reservoir. Customer's blood glucose was 289 mg/dl. The customer was assisted in the troubleshooting and air bubbles no longer visible. No further information provided.